Manufacturer narrative:
Vyaire complaint #:(B)(4). Device evaluation: d4, d10, g4, g7, h2, h3, h6, h10. Results of evaluation: the device was received by vyaire medical and was evaluated by vyaire's factory service dept. And vyaire's failure analysis lab (fa lab). The failure analysis lab performed a visual inspection of the front panel assembly and found the glass was physically cracked at the upper top right corner. The cause of the damage can not be determined. Factory service replaced the front panel assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the screen was cracked and is not responsive. There was no report of any patient involvement associated with this reported event.